Manufacturer narrative:
The manufacture's field service engineer (fse) advised customer that the cable maybe loose or the vga or cpu maybe faulty. Ts advised customer to troubleshoot further and call back as needed. Customer provided the part number for vga controller board. The (B)(4) pcba,vga controller (fru) was ordered and replaced. The board was installed and tested per the service manual. No other problems were reported. The determination could not be made that the device failed to meet specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that when the unit is turned on it has a lit up screen with no data. The customer reported there was no patient involvement.